Event description:
The customer observed clinical chemistry sodium quality controls out of range for several days, each time recalibrating to get controls in range. The customer was asked to perform troubleshooting procedures, and abbott reviewed the analyzer logs. Review of the instrument logs determined daily aspiration errors on the sample probe and r1 probe were generated, and the customer was advised to recalibrate both probes. The customer replaced the ict module and noted the reference electrode was bent. The customer reviewed data from the previous day and found a discrepant potassium patient result as follows: (B)(4) initial result = 6.4mmol/l, autoretest result = 5.0 mmol/l. The customer noted imprecision continued with the magnesium quality controls and continued problems with the sodium and potassium assays. Upon further inspection of the analyzer, the customer found the reagent probe dripping, build up on the mixers and dried buffer salts on the cuvettes. The customer was asked to perform analyzer part replacement, however, the customer declined and requested service. The customer stated the falsely elevated potassium result was not reported to the physician, therefore, there was no impact to patient management.

Manufacturer narrative:
No product deficiency was determined in the product evaluation. Abbott field service was dispatched to the customer site and multiple architect ict component replacement was required including the ict module and pinch valve. The architect system operations manual contains adequate information regarding probable causes and corrective actions for ict elevated concentration, potential operator errors, erratic results and poor precision. The ict sample diluent assay insert contains adequate information regarding fibrin clots and their contribution to erroneous test results. A historical/quality data review did not identify an adverse or non-statistical trend of issues with the architect ict module or pinch valve. A review of complaint and trending data did not identify an adverse or non-statistical trend, or product issue.

Manufacturer narrative:
No consequences or impact to patient (B)(4). Incorrect or inadequate result (B)(4). An evaluation is in process. A follow up report will be submitted when the evaluation is complete.